Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additional information found during inspection and testing were; due to biopsy channel tube damage and cut distal end sheath, the device was not waterproof. Adhesive peeling and detached on distal end sheath, scope cover name plate was missing, the play of the up/down knob did not meet standard, suction volume did not meet standard due to biopsy channel tube damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the distal end sheath bonding was worn out and leaked on the evis exera ii ultasound gastrovideoscope. During the annual device inspection, the inspection engineer found that the acoustic probe was peeling off. It was also found that there was a gap of adhesive between the acoustic lens and the ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the cause of the gap between the acoustic lens and the ultrasound probe from the information obtained. The root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.